Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the reason for call was to report, that hasn't used the therapy for quite some time, because didn't think it was working right. When asked, patient said, that stopped using the therapy, because it wasn't helping their medical situation. Patient said, that went to healthcare provider office and was told, that it is not workable and decided to leave implant in. And then, decided to put in an endosialin catheter. And said that, has had absolutely no issues with it. Patient said, has moved and doesn't have a managing doctor for implant. Patient said, that they tried to get an MRI this morning. However, the hospital wouldn't do it without a form, that says, that the device is not used. Reviewed MRI guidelines and redirected patient to contact their healthcare provider to schedule an appointment to place the device into MRI mode. The patient mentioned, unrelated medical history. This included, that patient said, has had 4-6 MRI's since implant was turned off. Patient ended the call. However, agent called, and left a message for patient to request MRI facility. Contact nas to page local rep for assistance. Because, patient ended the call, unable to gather updated patient address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.